Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that her blood glucose readings were as low as 50 mg/dl. The customer stated that in the morning, her blood glucose readings were higher because she saw her health care provider. The customer's health care provider stated that he had to turn off some settings because her kidneys did not need as much insulin because her kidneys are shutting down.